Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device faults were due to a defective main circuit board (pcb). The main pcb was replaced to address these issues. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was being tested before patient use, it displayed system fault messages and performed a safety reset. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs and performance testing confirmed the reported system fault error messages (sf 74 and 82). The investigation determined that the reported event was due an isolated component failure within the device main circuit board (pcb). Resmed's risk analysis for these failure modes concludes that the risk is acceptable. The device was not in use when the fault occurred; therefore, there was no patient involvement. (B)(4).